Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on a endoscopic retrograde cholangiopancreatography (ercp) used to treat stones performed on (B)(6) 2023. During the procedure, poor image quality and an inadequate color scheme was noted. It was also noted that the scope lens had a thick layer of film and it did not clear after rinsing. The procedure was completed using a reusable scope. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.